Event description:
It was reported that a capd disconnect y set leaked from an unknown location. This occurred during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B5: correct the quantity of capd disconnect y sets to quantity of (2) two (previously reported as one). D1: brand name: replace capd disconnect y set with ultraset capd disposable disconnect y-set. D3: device manufacturer name: replace baxter healthcare corporation with baxter international inc. D4: unique identifier (UDI) #: replace ((B)(4). G4: combination product: add no (previously blank). H11: the device was discarded; therefore, a device analysis could not be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.